Event description:
Line placed 6 years ago for chemotherapy. Patient had several infusions of chemotherapy. Line is no longer working and found to be fractured midway through. The distal end of the catheter had to be retrieved, which was in the superior vena cava.